Event description:
It was reported that a pacing impedance of 2171 ohms was measured on this right atrial (ra) lead on (B)(6) 2018. The patient presented for follow up almost a year later, where it was noted that there was also noise and oversensing with inappropriate therapy episodes. Programming options were discussed and it was suggested that the patient be enrolled in remote monitoring. No adverse patient effects were reported. This ra lead and the associated pacemaker remain in service. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).